Event description:
Patient reports needing to stop treatment at the request of the dentist primarily due to concern with tooth #4 which has been diagnosed with a root fracture that needs repair, bleeding, and active periodontal disease. Subsequent dentist evaluation due to safety notification found increased periodontal pocket depth from 2 and 3mm to 4mm, moderate bleeding on teeth 2, 3, 14, 18, 19, 29, 30, and 31. The change is significant when compared to prior exam. The patient also showed active caries or decay based on bitewing radiographs. Periodontal conditions have progressed to stage ii generalized active grade b state.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.